Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via legal complaint that the patient allegedly experienced an unknown sensor issue. Per the legal complaint, it was reported that on or about (B)(6) 2024 to on or about (B)(6) 2024, the patient¿s device failed to administer the intended and required doses of insulin despite the dexcom g6 monitor indicating a very high reading in the early morning hours of (B)(6) 2024. It was alleged that the patient did not administer an insulin injection to himself because the device mistakenly indicated that it had automatically administered one. It was reported that the patient relied on the device readings and assumed his blood glucose levels would go down once the device automatically administered an insulin dose as it was designed to do. At approximately 11:42pm on (B)(6) 2024, the device allegedly switched to limited automated mode or manual mode; however, insulin was not logged as manually paused or restarted at any point prior to the patient's death. There was allegedly no device alarm logged despite the device being in manual mode for a prolonged period of time and/or insulin not being dispensed for a prolonged period of time. It was further alleged that the patient suffered improperly controlled type 1 diabetes, poor glucose control, and/or fatal dka. The patient passed away at home on (B)(6) 2024. No product was provided for investigation. There is no data on or during the time of the reported event in the dexcom cloud. Dexcom requested cgm data from the insulin pump partner with no data provided at this time. If cgm data is received a follow up report will be filed with data investigation results. No additional patient or event information is available.